Event description:
On four occasions from 2/94 until present, rptr found the device to have had cap missing from set while in use on pts. The cap is luer-locked onto tubing. The pts involved were not restless or known to be manipulating equipment. Rptr suspects that through use, with accessing by accompanying recessed needle, that as device is accessed and deaccessed the cap is being loosened.